Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("it could possibly be puncturing my uterus") and coital bleeding ("every time I have intercourse I bleed heavily") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced coital bleeding (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced polymenorrhoea ("I get a period every 2 weeks") and hot flush ("hot flashes"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("my period is heavy and lasts 7 days (it used to be 3 before essure)"), back pain ("back pain "), abdominal pain lower ("cramping "), arthralgia ("joint pain ") and myalgia ("muscle pain ") and was found to have hormone level abnormal ("hormonal nightmare"). The patient was treated with ibuprofen (motrin). Essure treatment was not changed. At the time of the report, the uterine perforation, coital bleeding, polymenorrhoea, menorrhagia, back pain, abdominal pain lower, hot flush, arthralgia, myalgia and hormone level abnormal had not resolved. The reporter considered abdominal pain lower, arthralgia, back pain, coital bleeding, hormone level abnormal, hot flush, menorrhagia, myalgia, polymenorrhoea and uterine perforation to be related to essure. The reporter commented: her endocrinologist and gynecologist said her period would be more spaced out if it was menopause. She wanted to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: essure possibly puncturing uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.